Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by, ¿not effective and it damages the tissue¿? Can you please confirm any intraoperative or postoperative issues and how they were addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Why was there a need for colostomy? Is the colostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported that during a laparoscopic colon procedure, when the device was used it is not effective and it damaged the tissue. Consequences for the patient: increase in complexity and duration of the surgical intervention. Suture of more risk. Need for definitive colostomy.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what is meant by, ¿not effective and it damages the tissue¿? The surgeon used the cdh29a and it did not work properly, stapling and not cutting, consequently when removing the stapler it damaged the tissue somewhat. Can you please confirm any intraoperative or postoperative issues and how they were addressed? The surgeon used the cdh29a and it did not work properly, stapling and not cutting, the surgeon had to continue the surgical procedure with manual suture. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. The machine formed the staples correctly but cut and the surgical process could not be performed satisfactorily. Why was there a need for colostomy? A patient was operated on to convert a temporary colostomy and the result of the surgery, due to the complexity and failure of the product, did not make it possible to collect the colon correctly, leaving a permanent colostomy. Is the colostomy temporary or permanent? Permanent. What is the current status of the patient? Healthy with a colostomy.